Event description:
During endoscopic removal of a bile stone, various baskets could not be advanced through the strictured area of the bile duct. A cook endoscopy memory hard wire basket was used to successfully gain access to the bile duct and capture the stone. During an attempt to remove the basket and stone from the duct, the stone became impacted in the basket. A soehendra lithotripsy handle and conquest lithotriptor cable were used to perform lithotripsy to resolve the impaction. This caused the basket and a section of the drive wire to separate approximately 13cm from the distal end of the basket. The basket and distal end of the wire were left in the patient. A second procedure was planned for removal of the remaining portions of the device endoscopically under general anesthesia. The patient did not require any additional procedures other than what is described above. The patient did not experience any adverse effects other than what is described above. The patient is reported to be "getting better". Evaluation: our evaluation of the returned device confirmed the report as it was described. Approximately 191cm of the basket drive wire was returned for evaluation. The proximal end of the drive wire has been cut (to perform lithotripsy as reported). The cannula that attaches the drive wire to the basket wire is present and securely attached to the distal end of the drive wire. The remaining basket and wires (13cm at the distal end), basket handle and outer sheath were not included in the return. No other observations were noted. We were unable to conduct a review of the device history record or conduct a sample test from this lot, because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote.

Manufacturer narrative:
Information provided in the report indicates that attempts to advance various basket devices through the strictured portion of the bile duct failed. It is possible that the strictured area or ampullary opening affected the performance of the product and contributed to basket impaction. The instructions for use for this device contain the following statement; if the device is to be used for biliary stone extraction, contraindications include an ampullary opening inadequate to allow for unimpeded passage of the stone and basket. The instructions for use contain the following warning: surgical intervention may be required if impaction occurs. Information provided with the report indicates that the device was used with a lithotripsy system after basket impaction occurred. The instructions for use warn the user that this device is not compatible with the soehendra lithotriptor or any other mechanical lithotriptor. This is the most likely cause for the basket wire breakage/detachment. Prior to distribution, all memory hard wire baskets are subjected to a visual and functional evaluation to ensure device integrity. Corrective action: no corrective action warranted at this time, because the information provided indicated the product was used in contradiction with the instructions for use. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.